Manufacturer narrative:
(B) (4). No product was returned for eval. With the available info, a cause or contributing factor cannot be identified.

Event description:
It was reported that fragments of the pedicle needle coating detached from the needle. The fragments were left in the pt. No revision surgery was needed at this time.